Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive buttons on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.